Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated they had a pain pump surgery and over the following weeks, the stimulator ran out of battery and they 'can't get it back'. Patient stated they have been trying to charge the scs implant for the past week on and off and 'it wont charge'. On the call, pt briefly saw low charge level ins in red poor recharge coupling and then saw therapy off ins charging excellent quality. Agent recommended to fully charge the ins. Pt stated the hcp that manages the ins is 'worthless'. The reported issue was resolved by charging the ins. Pt was redirected to hcp to further address the issue.